Event description:
Event description guidant received information that this right ventricular endocardial lead measured daily shock impedances over 125 ohms since november. The measurement was 33 ohms at the time of implantation. Sensing and thresholds and pacing impedance measurements are normal. There is no stored noise and the patient has not received any shocks. Pocket manipulation and arm maneuvers failed to create noise.